Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset instructions by technical support and planned to reset the pump when ready, with a follow-up if the issue persisted.